Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a cardioversion and was very short of breath. During a transesophageal echocardiography, a very large effusion was noted. Magnetic resonance imaging confirmed that the right atrial (ra) lead had perforated the right atrium. The ra lead was explanted and replaced with the chronic, capped, ra lead that was plugged back into the pulse generator. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.